Event description:
It was reported that the patient's vns showed high lead impedance. The patient was referred for full revision. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
The patient underwent prophylactic generator replacement. The suspect device remains implanted. No additional relevant information has been received to date. No additional relevant surgical intervention has occurred to date.